Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The inspection revealed several cuts into the insulation, a bent distal end and a deformed lead body from 37cm to 40cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observation. The values of the parameters measured during the electrical analysis were within the technical specifications. The inspection of the fixation helix did not show any deviations, it could be properly deployed and retracted. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient complained of intractable pain since implant. System was explanted and replaced. Should additional information be received, this file will be updated.